Event description:
Customer reported, the system stops producing x-rays when the arm is moved. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem.